Event description:
It was reported when using the pyxis medstation es system does not open pockets for drug removal. The customer reported that the nurse had difficulty taking naloxone from the station because the cubie pocket that held it wouldn't open. After checking, the pharmacy staff found that the pockets cannot be opened for drug removal. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by legacy-style half-height pockets, which were slow to open and necessitated tapping to function properly. A field service engineer made adjustments to the lids and springs to address the issue. However, some pockets continue to open slowly or need tapping. Upgrading to enhanced cubie drawers may be the most effective solution for the customer. The system functioned as intended after the field service engineer troubleshooted the device.